Manufacturer narrative:
The insulin pump was received with intermittent button response on all buttons due to flattened and creased button dome switch. No unlocked lcd keypad connector during our visual inspection. The insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was in the 300-400 mg/dl range. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were very hard to push. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.